Manufacturer narrative:
Block b3: exact date unknown, event occurred in sometime in the past year, probably summertime based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) stopped turning on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.